Event description:
New information received on december 19, 2018 indicated that the recommended programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardiac monitor exhibited undersensing. Programming changes were suggested but have not yet been made.